Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the big knob was stuck. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: while it is difficult to determine the cause from the information obtained, the following factors may be affecting the angle knob's sliding: - a foreign object has become caught in the angle knob's sliding part (sprocket). - the axis of the angle knob has become distorted due to external stress, such as being hit by the control unit or being dropped. The event can be detected/prevented by following the instructions for use which state: instructions evis lucera gastrointestinal videoscope olympus gif type q260j operation manual. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a locked big knob. There was no patient involvement.